Event description:
Related manufacturing reference number: 2017865-2022-45013. It was reported that the patient presented for a lead revision. It was noted that the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The physician decided to explant and replace the lead. During the procedure, it was noted that the lead insulation was damaged. The physician also decided to prophylactically explant and replaced the implantable cardioverter defibrillator due to the battery advisory. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. Final analysis found a complete lead was returned in three pieces with the helix extended and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil distal to the suture sleeve tied down impression. The cause of the reported events was isolated to external abrasion consistent with friction to another device or features of the heart.